Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 550 to 264 mg/dl at the time of the call. The customer was given glucose tablets and glucagon to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer was released at 136 mg/dl, and kept going up to 322, 452, and finally to 550 mg/dl, at which point they treated with a 6 unit bolus and went back to the hospital. The customer heard a swooshing sounds between beeps as the pump was delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant motor error alarm and motor position encoder error alarm noted during rewind due to motor encoder out of phase. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm, and excessive no delivery alarm test due to motor error alarm. Device received with minor scratched lcd window.